Manufacturer narrative:
(B)(6). The brand name, common device name, device product code and 510k are unknown. The lot/serial number is unknown. The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event, it was reported from (B)(6) that during an unspecified surgical procedure of the spine it was observed that a burr device dislodged from the motor device while in use together. It was reported that there was one minute delay in the procedure caused by the event. It was not reported if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.